Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 23mm sapien 3 ultra valve is failing after approximately 4 years due to aortic stenosis and valvular aortic insufficiency. The sapien 3 ultra was pre-dilated with a 22 true balloon and then successfully treated with a 23mm sapien 3 ultra resilia valve (deployed with +1cc above nominal). There was no paravalvular leak post implant. Cath mean gradient was 2mmhg and echo mean gradient was 2.9 post implant. The patient was stable and transferred out of the cath lab. Per medical record received, the patient had remained clinically stable for several years. In recent months, progressive dyspnea and exertional intolerance developed, culminating in a heart failure admission with new york heart association (nyha) class iiib symptoms. Transthoracic echocardiography (tte) revealed severe bioprosthetic aortic stenosis (mean gradient 41.5 mmhg, ava 0.56 cm2) and moderate valvular regurgitation. Transesophageal echocardiography (tee) confirmed severe central bioprosthetic aortic regurgitation and elevated transvalvular gradients, partially attributed to the regurgitation. A CT scan showed the 23mm sapien 3 ultra valve with partial leaflet calcification and no evidence of hypoattenuating leaflet thickening. Given the findings, a valve-in-valve tavr was performed with successful implantation of a 23mm sapien 3 ultra resilia valve within the existing prosthesis.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The calcification of the sapien 3 ultra valve was confirmed based on medical record received. Available information suggests patient factors likely contributed to the event as the patient has a medical history of hyperlipidemia. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.